Event description:
A local drug store is selling condoms and other over-the-counter drug products with expired expiration dates. Complainant reported that he brought the matter to the attention of management at the store, but no one seemed interested in his complaint.